Event description:
A loss of therapeutic effect was reported while stimulation was turned on. The patient experienced a return of symptoms while on a cruise in (B) (6) 2010 and since then had symptoms. The patient received nutrition intravenously as patient was unable to keep food down. Botox therapy has also been started. The patient was seen by hcp on (B) (6) 2010.

Manufacturer narrative:
(B) (4).